Event description:
The complainant reported that the automated impella controller (aic) exhibited a system self-check error, no additional information is available. No report of patient involvement, injury, or harm.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the failure mode was reproduced on an engineering bench. The console was opened for inspection, revealing corrosion around c261, near the voltage supply to the pmd board. Therefore, the root cause of the system self-check error was due to a defective pbm board. Before returning this console back to the customer, the pbm pca was replaced, and the sw was upgraded while a preventive maintenance and functional check was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.